Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture update on h6: evaluation conclusion codes (1).

Event description:
It was reported that this right atrial (ra) lead was damaged when replacing the generator for a normal battery consumption. The physician cut both previously implanted leads during the skin incision. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was damaged when replacing the generator for a normal battery consumption. The physician cut both previously implanted leads during the skin incision. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.